Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-sep-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. A microscopic inspection was performed along the body of the prowler select plus microcatheter, and no damages were observed. The microcatheter was flushed using a lab sample syringe. After flushing, a 0.018-inch guidewire was introduced into the device and the guidewire was advanced. It could be advanced through the entire length of the microcatheter without any noticeable resistance. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specifications. A review of manufacturing documentation associated with this lot (30954486) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Although the functional test could not be performed with the concomitant enterprise stent, the guide wire was able to pass through the entire length of the microcatheter without significant resistance, and through the hub. Additionally, no other damages were found on the microcatheter that could have contributed to the issue reported during the procedure. The customer complaint cannot be confirmed with the evidence available. It is possible that other clinical and procedural factors that cannot be replicated during the analysis may have contributed to the reported failure. The instructions for use (IFU) contains the following caution: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the patient who presented with a wide-necked aneurysm on the anterior communicating artery underwent an endovascular embolization procedure. During the procedure, the complaint device, a 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x / 30954486) was in place and the stent (unspecified brand) was delivered to the microcatheter. The stent became impeded in proximal part of the microcatheter and could not be further advanced. The physician tried to deliver stent again, but the stent was still impeded in the microcatheter; the physician removed the microcatheter and the stent from the patient¿s anatomy and switched to a new microcatheter to complete the procedure using the original stent. There was no report of any negative patient impact. On (B)(6) 2023, additional information was received. The additional information indicated that an adequate, continuous flush was maintained through the microcatheter. The stent used with the microcatheter was a 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212 / 7258214). The information indicated that a micro guidewire went through the same microcatheter without issue. The replacement catheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x). The information confirmed there was no negative patient impact; the reported issue did not result in any clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e.1: initial reporter facility name: (B)(6) hospital. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30954486) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.